Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported they visited their dentist and provided a letter of recommendation. They have stopped the aligner treatment, they have a tooth that cracked and a root canal. They were seen by an orthodontist and deemed to have a traumatic bite. #20 was advised to be extracted and ortho treatment to follow. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.